Event description:
Lag screw backed out a little.

Manufacturer narrative:
Examination was not possible, as the product was not returned. A search of the complaint database found no prior reports for this part and lot number combination. Provided information states the lag screw was proud, surgeon's preference to change from a 80mm to 90mm screw for better compression. Provided information marked on the device experience report is marked that the product is not suspected of failing to meet specifications or contributing to the reported event. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should the product and/or any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.